Event description:
Healthcare worker called to complain that the device does not test the calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.